Manufacturer narrative:
This is a follow -up report to a medwatch submitted under manufacture report number 9617229-2022-13452. A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported ¨bilateral deflations, dents, lumps, pain, malaise, depression, back pain, ¿zig zags in arms and legs¿, ankle and feet swelling, high blood pressure, constantly confused, memory loss, tired, hair loss, dry mouth, anxiety, nipples seem darker, breasts sting when it¿s cold outside and exchange¨. Later, patient reported ¨ripple effect under the skin", "burning under arm", "doesn't feel like a boob", "inside of the nipple feels very hot", "hair is falling out" and concern that the implant was textured¨. This is for the left side. Device remains implanted.